Event description:
I drank corega [accidental device ingestion]. Case description: on (B)(6) 2024, a spontaneous case was reported in poland by a patient via call centre representative (phone). The report concerns a consumer. The consumer received corega double power (napc+potm+taed tablet) at a dose of one tablet lot number unknown and expiry date not reported for indication dental cleaning. No concomitant medications were reported. No medical history was reported. No drug history was reported. On an unknown date, after an unknown time of starting corega double power, the consumer experienced a medically significant I drank corega (preferred term: accidental device ingestion). The action taken were: for corega double power was unknown. Dechallenge was unknown and rechallenge was not applicable for the event. The outcome of the event accidental device ingestion was unknown. The causality assessment was not reported/not assessable for the event with respect to the suspect therapy. The reporter provided the following comment: "it happened that I drank corega instead of putting my teeth in it, I drank this solution. What should I do now, and I have an integration party, corega double strength, one tablet". This report is made by haleon without prejudice and does not imply any admission or liability for the incident or its consequences. Suspect product reported is corega double power denture cleanser effervescent tablet 36ct_pl.

Manufacturer narrative:
Veeva case: (B)(4).